Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material inside of the jet tube, and foreign objects inside of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h4 and h6. Corrected field: d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was remaining in the auxiliary water channel and nozzle. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at biopsy channel. However, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.